Event description:
It was reported that patient death occurred.A VersaCross Connect Access Solution for Faradrive was selected for use in a concomitant Farapulse Pulmonary Vein Isolation (PVI) and Left Atrial Appendage Closure (LAAC) case occurred on (b)(6)2026. Transseptal access was completed and no issues were reported. The procedure was completed as expected. A pulmonary vein isolation was successfully completed. After that, the LAAC procedure was also completed. Another transseptal stick was required as the physician could not properly reach the appendage with previous transseptal location. After this, the Watchman implant was successful. The patient was discharged on (b)(6)2026, however the patient death occurred on the following day ((b)(6)2026). The patient had a well seated device (it met pass criteria). The patient went to post-op after the procedure and was well enough to be discharged later that evening. Coordinator called the patient for routine next day check, and it was reported that the patient passed away suddenly at local hospital of cardiac arrest. The patient went to a different hospital than the one they were implanted at.It was further reported that there is no known cause for the death event. No contributions have been claimed by physician. Patient did not come back to EP lab with any complications/symptoms. They went to an external hospital, different doctor. Information about medication or medical interventions were not provided.

Manufacturer narrative:
DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC, SINCE THE DEVICE WAS DISPOSED. BECAUSE THE PRODUCT IS UNKNOWN, WE ARE UNABLE TO PROVIDE THE UNIQUE IDENTIFIER (UDI) AND OTHER SPECIFIC PRODUCT INFORMATION AT THIS TIME. A SUPPLEMENTAL REPORT WILL BE FILED IF THE INFORMATION IS RECEIVED. GOOD FAITH EFFORT ATTEMPTS TO TRY AND RETRIEVE ADDITIONAL DETAILS REGARDING THE REPORTED EVENT ARE IN PROGRESS. A SUPPLEMENTAL REPORT WILL BE FILED IF THE INFORMATION IS RECEIVED.

Event description:
IT WAS REPORTED THAT PATIENT DEATH OCCURRED. A VERSACROSS CONNECT ACCESS SOLUTION FOR FARADRIVE WAS SELECTED FOR USE IN A CONCOMITANT FARAPULSE PULMONARY VEIN ISOLATION (PVI) AND LEFT ATRIAL APPENDAGE CLOSURE (LAAC) CASE OCCURRED ON (B)(6) 2026. TRANSSEPTAL ACCESS WAS COMPLETED AND NO ISSUES WERE REPORTED. THE PROCEDURE WAS COMPLETED AS EXPECTED. A PULMONARY VEIN ISOLATION WAS SUCCESSFULLY COMPLETED. AFTER THAT, THE LAAC PROCEDURE WAS ALSO COMPLETED. ANOTHER TRANSSEPTAL STICK WAS REQUIRED AS THE PHYSICIAN COULD NOT PROPERLY REACH THE APPENDAGE WITH PREVIOUS TRANSSEPTAL LOCATION. AFTER THIS, THE WATCHMAN IMPLANT WAS SUCCESSFUL. THE PATIENT WAS DISCHARGED ON (B)(6) 2026, HOWEVER THE PATIENT DEATH OCCURRED ON THE FOLLOWING DAY (B)(6) 2026). THE PATIENT HAD A WELL SEATED DEVICE (IT MET PASS CRITERIA). THE PATIENT WENT TO POST-OP AFTER THE PROCEDURE AND WAS WELL ENOUGH TO BE DISCHARGED LATER THAT EVENING. COORDINATOR CALLED THE PATIENT FOR ROUTINE NEXT DAY CHECK, AND IT WAS REPORTED THAT THE PATIENT PASSED AWAY SUDDENLY AT LOCAL HOSPITAL OF CARDIAC ARREST. THE PATIENT WENT TO A DIFFERENT HOSPITAL THAN THE ONE THEY WERE IMPLANTED AT.

Manufacturer narrative:
Detailed product information was not provided to BSC, since the device was disposed. Because the product is unknown, we are unable to provide the Unique Identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.B5 was updated with additional information received.Investigation Summary:The reported allegation is not confirmed. The device has not been returned to BSC for analysis and no media was provided. Device History Review:The lot number was not provided; therefore, this review was not completed. Similar Complaint Review was performed and did not identify any emerging trends that require escalation.Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Risk Review:A review of the VersaCross Connect Access Solution risk documentation was completed confirmed that the event of Cardiac Arrest and Death were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation Conclusion:Boston Scientific has assigned an investigation conclusion code of No Problem Detected since the allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis of the device.